Manufacturer narrative:
No button error alarm noted, however act and esc buttons did not respond due to corroded keypad traces. Insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had alarmed button error. The customer's blood glucose level was 200mg/dl at the time of the incident. Customer stated that they did not hold a button down for three minutes or greater. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.